Event description:
A guideliner catheter was used during a patient procedure. After the guideliner was introduced with a balloon catheter, thrombus was observed. The guideliner was then removed and aspiration was performed. Patient was left on anticoagulant medications.